Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion due to programmed high output settings. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.